Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the day after the event onset, the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported that the patient was not recovered from peritonitis at the time of death. Pd therapy and antibiotic treatment was ongoing prior to, and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.